Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No functional problem was found with the returned handpiece during testing. Unrelated to the reported event, a visual assessment showed discoloration inside the connector. Although the existence of foreign material was able to be confirmed, the exact identity, origin and quantity of the particulate remains unknown. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided h.6 and h.10. The phaco handpiece was visually and microscopically analyzed and found to contain a small reflective brown particle approximately 75 micro-meter in length. The reflective brown particle was then isolated and analyzed and found to contain elements including copper (cu) and zinc (zn). However, the exact identity, origin and quantity of the particle remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. It should be known that the handpieces are inspected during manufacturing for metal particulates, as directed. The inspection approach taken follows a statistically valid continuous sampling plan, per military standard. No nonconformities were observed during manufacturing of this handpiece. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after bilateral refractive lens exchange the patient experienced inflammation in the eye, mild toxic anterior segment syndrome (tass). Patient was treated with topical steroids and responding well. Additional information was requested and a completed questionnaire received. There was no system message displayed. The handpiece completed and pass prime\tune. The procedure was completed as expected without complications. The patient returned three days after the surgery and was diagnosed with tass in left eye only. The patient required treatment with ointment and steroid, anti-glaucoma, antibiotic and anti-inflammatory eye drops. The patient symptoms are continuing not 100% resolved.